Manufacturer narrative:
It was reported that the ventilator was contaminated with liquid. The evaluation of the provided logs shows that o2 cell/sensor failure, respiratory rate high, check tubing, expiratory minute volume high, peep low and check tubing were active during ventilation. Our field service engineer investigated the ventilator on site. It turned out that the air intake was blocked. The dust filter and air intake were replaced but the problem remained. Further inspection showed that the unit had a turbine error and moisture was found in the inspiratory part causing the turbine error. A quote for o2 cell replacement, inspiratory gas docking and inspiratory flowmeter was sent to the customer. The turbine module and o2 gas module were not damaged in the visual inspection. However, it will be necessary to replace the requested parts to ensure continued operation. The root cause to the liquid contamination cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).